Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. A longitudinal inflation balloon burst was seen. No other visual abnormalities were observed on the returned sample and dimensional measurements met specification. No functional testing was able to be performed due to the condition of the returned device (balloon burst). During dimensional analysis, balloon single wall thickness was measured at different locations along the proximal side of the tear, as a single wall thickness deviating from the specification could have contributed to the balloon burst and could be indicative of an issue during manufacturing of the balloon. All measurements taken to ensure that the thickness of the material were within specification and did not contribute to the balloon burst. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for balloon burst was confirmed while the complaint for delivery system ¿ withdrawal difficulty ¿ through sheath was unable to be confirmed. No manufacturing non-conformities were found in the returned sample. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information indicates that patient/procedural factors (mild annular calcification and withdrawal difficulty due to burst balloon) may have contributed to the event. Since the occurrence rate does not exceed the april 2017 control limits for the trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral transapical tavr procedure in the aortic position, a bav was performed without issues. The patient¿s annulus was only with mild calcification. The physician proceeded to deployment the valve. At the end of valve deployment, however, the certitude delivery system balloon burst. Despite the balloon burst, the valve was well implanted without paravalvular leak. The certitude delivery system was retrieved back but the balloon would not enter into the sheath anymore; therefore both the certitude delivery system and sheath were removed together. No patient injury occurred and the patient is stable.